Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related MFR report numbers: 9680001-2016-00075, 3008452825-2016-00130 and 3005188751-2016-00070. Following completion of a pulmonary vein isolation procedure an effusion was noted. The patient became hypotensive and the perforation was confirmed with ice and a transthoracic echocardiogram. A pericardiocentesis stabilized the patient and the right sided flutter ablation was not completed and the patient was transferred to the unit for observation. There were no performance issues with any sjm devices.